Manufacturer narrative:
Concomitant product: pco2015x parietex pcox 20x15 cm x1 (lot# png0659x), pco2015x parietex pcox 20x15 cm x1 (lot# poi0819x), unknown protack (lot# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia, and a parastomal hernia. It was reported that after implant, the patient experienced fistula, infection, abscess, pain, hernia recurrence, adhesions, limitations on physical activity, and emotional injuries without treatment. Post-operative patient treatment included revision surgery, bowel resection, transferred to bariatric bed and taken directly to ICU, intubated/ventilated, and wound vac.